Event description:
On 2nd october 2024, rayner received notification from a us healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that the patient had a prior cataract surgery with placement of a posterior chamber intraocular lens with a signficiant refractive surprise with resulting ansiometropia and aniseikonia causing discomfort and an inability for the patient to use both eyes together. An iol exchange was therefore required.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the patient had a prior cataract surgery with placement of a posterior chamber intraocular lens with a significant refractive surprise with resulting anisometropia and aniseikonia causing discomfort and an inability for the patient to use both eyes together. An iol exchange was therefore required. The rayone aspheric rao600c was implanted on (B)(6) 2024 and the patient underwent explantation of the lens on (B)(6) 2024. "Deviation in target refraction" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. Surgical outcomes can be influenced by many factors including but not limited to; incorrect product selection, aniseikonia combined with unsuitable lens power selection and wrong lens power caused by incorrect biometry readings/calculations, toric axis misalignment, posterior synechiae, irregular capsular bag contraction, residual ovd in capsular bag (cbds), lens does not fit anatomy of eye, prior lasik surgery, incorrect cylinder power selection by surgeon, patient unable to tolerate functional style of lens and surgically induced corneal changes. The patient's prior surgery and pre-existing visual complications are likely contributory factors to the patient's unsatisfactory outcome in this case. Our review of production records for the rayone aspheric rao600c batch: 083222487 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch: 083222487.